Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was material missing as a result. Additional observation(s) related to customer-reported complaint: the instrument was found to fail the energy recognition test. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated the message "tighten assembly" on 3 out of 3 attempts. The complaint was confirmed by failure analysis. Review of the provided image cannot verify the alleged complaint. No physical damage on the harmonic ace instrument was observed. No further escalations required for the image review. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace (ha) instrument could not be recognized. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the isi clinical sales representative (csr): no fragment fell into the patient, however occasionally teflon gaskets have fallen into patients (not in this procedure). When fragments fall into the patients in the past, the customer takes out the fragment through the assistant channel and replace it with a new spare instrument. The patient has not returned to the hospital because there were no fragments in his body (for this procedure).